Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and there was apparent explant damage.

Manufacturer narrative:
Analysis of the lead is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead was pinched on the patient's rib and became damaged. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
Asku